Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 113 and 136 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 99mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called regarding back to back results that he is getting from his meter. Customer states that results are not within his normal range and that results from back to back blood testing is too varied.